Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter alleging that keypad button presses did not activate desired pump functions. The reporter claimed that for the past few weeks, the pump was intermittently unresponsive to up, down, and ok button presses. The reporter denied that the keypad was damaged. There was no allegation that the reported issue contributed to an injury. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump was not responding appropriately to keypad button presses. There is no evidence however that the alleged issue contributed to a serious injury. The reporter did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Manufacturer narrative:
(B)(6).